Event description:
It was reported in the scientific article entitled "sex and age differences in procedural and medium-term electrical performance outcomes of dual-chamber leadless pacemaker" that the patient deceased post-implant of their aveir leadless pacemaker. No direct allegations were made regarding the cause of patient death to be attributed to the leadless pacemaker system and procedure. No further information was available.